Event description:
A report was received that the patient's remote control would not link with his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's remote control would not link with his ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient's revision was canceled and will not be rescheduled at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed visual, electrical and performance testing. The complaint was confirmed. The patient's profile indicated premature battery depletion. The ipg battery was examined and it exhibits high impedance. The battery was found to be faulty due to broken positive weld tab. This resulted in the charger double beeping even though the ipg battery is not fully charged.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's remote control would not link with his ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's remote control would not link with his ipg. The patient will undergo an ipg replacement.